Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation did not experience a false air in line alarm, but did experience a reload set alarm. Review of the event history log revealed the customer last experienced an air in line alarm on (B)(6) 2015 and experienced 243 reload set alarms between (B)(6) 2015 and when the device was returned for service. When a reload set alarm occurs the device displays "reload set tube not properly loaded in air detector." Evaluation assigned cause to continuity on the upstream sensor flex tail pins and the upper fluid number of the ultrasonic sensor being out of specification (low). The upstream sensor was replaced this MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-03734 can be removed from the FDA database.